Event description:
The device was used during a laparoscopic cholecystectomy. The device would not arm. The orange button would not stay down and the safety shield would not retract. A second device was introduced to complete the case. There was no consequence to the pt.

Manufacturer narrative:
9/11/96 1622 message and 800# left for md call back. 9/11/96 1715 dr. Called back and stated he does not recall the incident. A1,2,3,4b6,7,d10-information not provided by user facility. H8-information not available. Conclusion: based upon the information received and the visual examination, it was confirmed that the instrument "wouldn't arm" during surgery. The endcap was disassembled and the knife collar found to be bent which may have caused the reported incident. No conclusion could be reached as to how this had occurred. The assembly location has been informed of this incident.